Event description:
The customer reported that during insertion of this suture anchor in a quadricep repair, it broke before it could be seated in the patella. The user reported drilling a pilot hole prior to insertion. There was no report of serious injury or surgical delay with this event.

Manufacturer narrative:
Investigation findings: conmed linvatec was unable to confirm the reported problem because the suture anchor was discarded by the user facility. The instructions for use (IFU) for this product indicate that the device is intended for use in rotator cuff repairs and contraindicates surgical procedures other than those listed in the indications for use. The customer will be provided add'l info on the use of this device. The user reported using a total of seven anchors in this procedure, four of which were successfully implanted. The other report numbers associated with this event are: 1017294-2008-00030, 1017294-2008-00084.